Event description:
Related manufacturer reference number: 2017865-2021-30700. Related manufacturer reference number: 2017865-2021-30705. It was reported that the pacemaker, right ventricular lead, and atrial lead was explanted due to infection. The patient condition was unknown.